Event description:
During the trial the patient got up to use the restroom and she experienced shocking in her hip area. The stimulation was turned off. The health care provider was advised over the phone and the patient received stimulation at a comfortable level. There was no injury.